Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2020. The patient reported the skin was irritated at the sensor patch site. The patient was evaluated at the hospital on (B)(6) 2020; however, no information was not documented about medical intervention provided. At the time of report, the skin reaction was in the process of healing. No additional patient or event information is available.